Event description:
It was reported that the insulin pump alarmed compromised force sensor system and insulin squirted out during manual prime. Customer's blood glucose was 112 mg/dl. Troubleshooting was done. Advised the customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
The insulin pump passed displacement test. However, the compromised force sensor system alarm occurred during basic occlusion test due to slightly loose drive support disk. The insulin pump was received with minor scratches on liquid crystal display window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.